Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4), which was returned for normal maintenance, the charger would not power on. The last pt to use this charger modem did not report any problem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt the charger/modem would not power on. The cause for the inability to power on was a defective power supply. The root cause for the defective power supply cannot be positively determined. No adverse event resulted from the defective power supply. The last pt did not report any problems.